Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
As reported, the camera head image flickers. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Disconnection in cable unit, there is noise in the image. A definitive root cause could not be identified. Based on the investigation's results, it is likely that the following led to the malfunction: component failure, which is expected, a random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented based on additional information from the completed investigation.